Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited oversensing and inappropriate mode switches. The patient was very symptomatic. No intervention was performed. No further information was available.